Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. There were no consequences to the patient. The device was reprogrammed.